Event description:
It was reported that the vmx arm failed at its base while the operator was positioning the tube/collimator assembly. The operator noticed that the arm was moving down slowly toward the patient, and held it to prevent it from contacting the patient. There was no patient contact or any injury reported. The concern is for a serious injury to potentially occur if the arm was to contact the patient.

Manufacturer narrative:
Visual inspection by a ge field engineer revealed that the base of the vmx arm broke. Ge healthcare has initiated an investigation. The system is currently not in use.